Event description:
It was reported that the tip snapped off of the universal joint screwdriver during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the tip snapped off of the universal joint screwdriver during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.